Event description:
It was reported that a homechoice (hc) device experienced an unknown alarm during fill 1 of automated peritoneal dialysis (apd) therapy. The home patient (hp) cycled the power on the device in an attempt to clear the alarm. A technical service representative (tsr) assisted the hp with ending therapy and instructed the hp to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.